Event description:
Following an interventional procedure, a hemostatic device was placed and hemostasis was achieved. However, 6 1/2 hours later as the patient began to ambulate, a large hematoma developed. The patient was returned to bed; manual pressure and a femostop device were applied to the site for several hours, and hemostasis was again achieved. A duplex ultrasound was performed, which showed a compressed hematoma and no evidence of pseudoaneurysm. The next morning bruising was noted at the site, and the patient was released without further problems.